Event description:
Pt underwent surgery for a torn acl of the left knee with torn medial meniscus on 5/23. During procedure, while using the ring currette from the arthroscopy, the tip of the ring portion of the instrument broke off in the pt's left knee. The physician attempted to retrieve the tip via arthroscopy but was unsuccessful. There was no attempt made to perform open surgery to the knee.